Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient had gastrointestinal (gi) bleed requiring blood transfusion but gastroscopy did not locate source of bleed. Endoscopy on (B)(6) 2021 revealed no evidence of upper gi bleed, only c1m2 barrett's esophagus. Colonoscopy on (B)(6) 2021 showed left-sided diverticulosis. Bleeding resolved in hospital and hemoglobin count stabilized. Iron levels were low. The patient was placed on oral pantoprazole 40 mg.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.